Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material attached to the bending section cover, the bending section cover adhesive, and the connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned, and an evaluation was completed. During inspection, olympus confirmed the reported event of bending section, adhesive on bending section cover and insertion tube has foreign object. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The cause of the foreign material remaining in the device could not be specified. There was no deviation from instructions for use (IFU) in reprocessing steps for the area where the foreign material remained. No physical damage was confirmed to the area where the foreign material remained. The suggested events may be detected and prevented by handling device in accordance with the following instructions for use (IFU). IFU states detection methods in gif/cf/pcf-190 series operation manual chapter 3 "reparation and inspection"; IFU states prevention measures in gif/cf/pcf-190 series reprocessing manual chapter 5 "eprocessing the endoscope". Olympus will continue to monitor field performance for this device.